Manufacturer narrative:
A steris service technician inspected the table and found hydraulic oil in the bottom of the table base and the hydraulic oil level to be low. The technician added hydraulic oil, tested the table, and found it to be operating properly. A few days following the technician's initial inspection, he performed preventive maintenance and confirmed the table to be operating to specifications. The surgical table was returned to service. The 3080sp subject of the reported event is approximately 28 years old and is serviced and maintained by the user facility. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure an employee commanded their 3080sp surgical table to raise in height however, the table "shuttered" in a downward movement and made a "loud noise". The procedure was completed successfully, and no injuries were reported.